Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address was not reported / available. Conclusion: the healthcare professional reported that during a coil embolization targeting a 5mm unruptured aneurysm at the ba top, stryker coils were used for filling and framing after stenting, two optima helices were used and then the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini (glm910020 / l14481) was used. However, it was replaced with a 1mm x 3cm galaxy g3 mini because the coil end part was hard and could not be delivered. The 1mm x 3cm galaxy g3 mini replacement coil was inserted and implanted without any issue. Per the physician, he wanted to replace it with another 1.00mm x 2.00cm galaxy g3 mini, but it was out of stock. It was reported that they also examined a competitor coil, but the procedure was completed without adding it. Continuous flush was maintained through the concomitant sl-10® microcatheter (stryker). Excessive force had not been applied to the device. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The core wire (dpu ¿ device positioning unit) was observed bent near the marker band and was protruding from the middle section of the introducer. The distal portion of the core wire (near the embolic coil) was also noted with an external damage since the wire coiled around it was stretched. The embolic coil component was still inside the introducer. Microscopic inspection was performed. Under magnification, a split was noted on the introducer through which the core wire was observed protruding from. The embolic coil component was inspected inside the introducer. The following damages were noted: one portion of the embolic coil seems to be curled while another portion has nonconcentric loops. The embolic coil was pushed out of the introducer for further analysis; stretched sections were observed. Functional test could not be performed due to the damages observed on the core wire and on the embolic coil component. Although the reported issue could not be tested for due to the conditions of the returned device, the observed damages could be the due to the maneuvering of the device caused by the resistance felt during the advancement and retraction of the coil. The exact time when these damages occurred cannot be conclusively determined. The reported issue was confirmed based on the observed condition of the returned device. A review of manufacturing documentation associated with this lot (l14481) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendation: do not fasten the rotating hemostasis valve (rhv) valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Coil stretching and coil damaged are known potential issues associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue as stretching from occurring. The stretched and damaged condition (the observed nonconcentric loops) of the embolic coil were not originally reported in the complaint. The embolic coil can become stretched and damaged during procedure handling where force may have been inadvertently applied. The exact cause of the observed stretched and damaged condition of the embolic coil could not be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in stretched and damaged condition as noted during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization targeting a 5mm unruptured aneurysm at the ba top, stryker coils were used for filling and framing after stenting, two optima helices were used and then the complaint coil, a 1.00mm x 2.00cm galaxy g3 mini (glm910020 / l14481) was used. However, it was replaced with a 1mm x 3cm galaxy g3 mini because the coil end part was hard and could not be delivered. The 1mm x 3cm galaxy g3 mini replacement coil was inserted and implanted without any issue. Per the physician, he wanted to replace it with another 1.00mm x 2.00cm galaxy g3 mini, but it was out of stock. It was reported that they also examined a competitor coil, but the procedure was completed without adding it. Continuous flush was maintained through the concomitant sl-10® microcatheter (stryker). Excessive force had not been applied to the device. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation and analysis. Based on the product analysis completed on 10-feb-2022, this event has been deemed MDR reportable as a ¿malfunction.¿